Event description:
Gambro learned a patient in (B)(6) was undergoing a dialysis treatment that involved a polyflux 170 h dialyzer. Approximately 31/2 hours into treatment the patient complained of severe abdominal pain. The nurse observed a kink in the arterial line at the top of the dialyzer. The kink was caused by traction on the arterial bloodline by the outlet dialysate hose. Treatment was discontinued without returning the blood in the extracorporeal circuit resulting in an approximate blood loss of 246 ml. The patient was not symptomatic and did not require any medical intervention. The patient was hospitalized sometime later and diagnosed with hemolysis. The lab work indicates the hemolysis was neither drug related nor medically induced. The most plausible cause of the hemolysis relates to the kink in the arterial blood line. The dialyzer was discarded and not available for inspection.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of causation or liability. Dialyzer discarded by customer.